Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 301029. Batch#: 4263521. It was reported that the bd syringe 10ml ll bns had mixed product / lots. The following information was provided by the initial reporter: it was reported by customer that they found 250 pieces of 301030 mixed in with 301029. Verbatim: rcc received a complaint via email. Email(s) attached. Let me know if you require more information. Product was received at the end of oct. 2024. Product is saying they found 250 pieces of 301030 mixed in with 301029. Just seems weird to me that bd would mix these two. Let me when what you find out please. Nothing will be returned and so far, I do not have pictures. Part 301029: po 1000059724, lot 4263521. Additional information provided: the finding was on february 11, 2025

Manufacturer narrative:
(B)(4). Mixed product / lots. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch 4263521 is considered in compliance with our product specification requirements.

Event description:
No additional information was provided.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional syringe - 0.5-10ml. Device failure: mixed product / lots.

Event description:
No additional information.